Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was unable to verify the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were bubbles of fluid present in a large volume infusor. The patient further reported that the device appeared to be hazy. The balloon was reported to be intact. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.